Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported there are 3 black lines down the blood glucose monitor's screen. Patient stated the device still works fine and that measurement results are not affected. During preliminary evaluation on (B)(6) 2014 iu observed that the meter has a solid line appearing in the left and two solid lines appear in the middle of the display. Iu observed that the location of the lines on the display does distort the decimal point and second digit during the simulation test, therefore misinterpretation is possible. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.